Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported complaint two of the scopes they received in the slide are non-functional". The endoscope was received with a missing distal window resulting in fluid invasion and subsequent major damage to optical components.

Event description:
It was reported after receiving an si slide, the endoscope instrument was non-functional. There was no report of patient involvement or reported injury.